Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that, the cardiosave intra-aortic balloon pump (iabp) unit was alarming gas loss.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, h6(health clinical & impact).

Event description:
It was reported by the customer that during patient therapy, the cardiosave intra-aortic balloon pump (iabp) unit was alarming gas loss multiple times. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9(device available for eval,return to manufacture date),e1(site country),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code, investigation conclusions),h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the unit with a balloon and all tested ok. The fse found that there were multiple gas loss warnings in the log files. The fse then ran a all manifolds test and it failed on the membrane leak test. The fse then pulled the safety disk and lubricated the seals but still failed the test almost every time. So, in order to solve the issue, the fse installed a new safety disk and completed a 30psi calibration. It then passed the pim test and the all manifold test. The fse also found that the compressor and filters had reached expiration hours and installed a new scroll compressor, muffler <100 micron , and muffler 1/8 npt. The fse then ran out the new compressor and completed a full system test / calibration. All tests passed to factory specifications and the unit was cleared for customer use. The final investigation has been completed by failure analysis and testing department. Retaining the safety disk in the failure analysis and testing department per procedure.